Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 1/3/2024, an email was received from a patient representative who confirmed the details of the case to an arthrex employee with the following details. A patient legal representative reported via email that a patient underwent lateral ankle ligament reconstruction of the left foot procedure on (B)(6) 2022 in which a drill bit broke off into the talar body as well as the distal portion of the pin. Multiple images were taken using a c-arm, and there were no signs of the pin or the drill bit in the joint or surgical site. At the time, the surgeon decided trying to retrieve the broken pieces would cause more damage than leaving them inside the patient. Following the (B)(6), 2022, surgery, the patient continued to report pain and requested removal of the retained fragments. Although the surgeon advised repeatedly that removal of the retained fragments may cause more damage and was not concerned with leaving them implanted, the patient insisted on removal. The patient underwent revision surgery on (B)(6) 2023 for removal of the left ankle implants, the pin, and the drill bit. Using light drilling and a rongeur, the tip of the broken drill bit became evident, and it was removed. After multiple c-arm images, the pin was noted, and only the tip was removed as well as the other piece of the drill bit. However, another piece of the pin appeared to be well into the body of the talus and the surgeon decided retrieving that portion of the pin could potentially cause significant damage to the talus as it was just beneath the talar dome. Bone putty was then placed into the deficits where the anchors occupied. A sonic anchor was driven into the distal fibular in order to track down the distal portion of the capsule; however, the sonic anchor pulled out, and the surgeon used a 2.0 fiberwire for a stable fixation. Both procedures were performed by the same surgeon at the same facility.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.